Event description:
Additional information was received which noted that a lead safety switch occurred again due to high rv pacing impedance measurements. There have been no actions planned or performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that noise, oversensing, and variable impedance measurements were also noted on the non-boston scientific right atrial (ra) lead. A surgical revision was subsequently performed to replace the rv and ra leads. The leads were tested via the pacing system analyzer (psa) during the procedure, and the high impedance measurements were reproduced. The noise, oversensing and impedance issues were resolved after the procedure and it was noted that the issue was with the non-boston scientific ra and rv leads, and not the device. The minute ventilation (mv) feature was later programmed off. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the device was later explanted to upgrade the patient's therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to high impedance measurements of greater than 3000 ohms. There was rv noise, oversensing and pacing inhibition of approximately 3 seconds. Threshold and impedance measurements were consistent in bipolar and unipolar, and the device was left in unipolar configuration at that time. Additional information was received which noted the noise could not be reproduced with troubleshooting. The device was reprogrammed to bipolar configuration since the oversensing was noted in unipolar. It was believed that the high impedance measurement and oversensing were due to being in unipolar mode. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the patient used to feel lightheaded after exercise and noted they did not feel that any longer after the mv feature was programmed off. No additional adverse patient effects were reported. The device remains in service.